Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) was not working properly and that the plastic on the shaft of the device was melted about an inch or so from the base of the jaws. The vasoview did not work properly after the melting occurred. No melted piece of plastic fell into or was left inside of a patient. They had to open another kit to complete the case. There were no patient affects.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e3, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on (b)(3) 2022. An investigation was conducted on (b)(3) 2022. Signs of clinical use and evidence of heavy blood and charred material was observed on the heater wire. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. There was no melting of the shaft. Based on the returned condition of the device and the evaluation results, the reported failure "melted; shaft " was not confirmed. The lot # 25160712 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.